Event description:
A surgeon reported that because a lens was difficult to load during an intraocular lens (iol) implant surgery, it unfolded in the patient's eye with the trailing haptic bent backwards and almost broken. The lens was cut and removed during the same procedure causing the patient to sustain corneal edema. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause could not be determined. Additional information has been requested by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).